Manufacturer narrative:
H3: hardware analysis of the returned system computer found no fault. The computer booted normally to the application screen. The reported behavior could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed and the system computer was replaced. However, the reported issue persisted. It was determined the reported issue was due to an incorrect pacs setting. After correcting, exams were able to be pulled from pacs, but an error message would still generate stating the transfer was incomplete, but the exam transfer was successful. The system then passed the system checkout and was found to be fully functional. Analysis of the returned system computer was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site was unable to import exams from the picture archiving and communication system (pacs) onto the system from dicom q/r. They were able to successfully query the exam, but when they try to retrieve it, the system had the loading hourglass then goes unresponsive. They were able to exit the software when it went unresponsive by using the ctrl-alt-backspace keyboard combination. The site performed troubleshooting by requesting pacs to try to push directly to the system, but without resolution. The system did not give a message acknowledging that the exam was being received and pacs did not see the that the transfer was initialized. However, the ping test passed. It was suggested that the site bypass the bulkhead connector, but that did not resolve the issue. There was no patient present at the time of the event. The system computer was replaced, but the issue persisted. As of (B)(6) 2019, the system no longer showed the error message.